Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the flickering of the image occurred due to the failure of the ccd unit caused by the strong impact applied to the device by the user dropping the device, and the cable unit broke down and error b30 was displayed because the user put a load such as twisting on the cable part. This issue is addressed in the instructions for use (IFU): "do not strike the camera head. The camera head may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image was flickering and producing static due to a faulty charged coupled device unit. In addition, error message b30 was displayed due to a faulty cable unit. Furthermore, it was noted that a non-olympus cable was being used with the device. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported, the olympus hd camera head was experiencing image issues during preparation for use. According to the initial reporter, the display had a bad picture, including static and error messages. There was no patient harm or consequence reported as a result of this event.